Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed due to a reading of 0 vdc. A review of the share logs was not performed as there was no data available. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.